Manufacturer narrative:
Failure analysis on the returned gas delivery system shows that the air flow sensor u1 on the customer returned gds measured the flow too low. This caused the air flow accuracy test to fail and the triggering of the patient disconnect alarm to be less sensitive. Replacing u1 resolved the issue, the air flow accuracy test passed. With the air flow sensor repaired the o2 flow accuracy and the pressure accuracy was found to be within specification.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the clinicians mentioned that they disconnected a patient from the unit and the unit did not alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.